Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
It was reported that the down arrow and ok buttons require multiple presses. The pump reportedly has no signs of damage to the keypad.